Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no numbers ramping up. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot at the battery tube threads area. (B)(4).

Event description:
The customer called in to report a keypad anomaly and possible moisture exposure to the device. The customer's blood glucose level was 222 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.